Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string was not connected to the tampons. Multiple attempts have been made to obtain further information regarding her use of the product, however no further information has been received.